Event description:
Caller reported experiencing an alarm related to the tandem mobi cartridge. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller followed instructions to remove the cartridge and deliver a bolus, but was initially unable to resume insulin therapy. With assistance, the caller successfully loaded a new cartridge and resumed therapy, resolving the issue. A replacement cartridge was requested.